Event description:
Literature was reviewed regarding an observational study of same-day discharge after transcatheter aortic valve implantation (tavi) with self-expanding valves. The study population included 64 patients from a single medical center. All patients were implanted with a medtronic evolut bioprosthetic valve. One death occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: arrhythmia requiring permanent pacemaker implant, stroke, minor vascular complications, delirium, pneumonia, and all-cause rehospitalization. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Citation: litkouhi et al. Prospective observational study on same day discharge after transcatheter aortic valve implantation in se lf-expanding valves (day stay tavi): 1-year results. Heart lung and circulation. August 2025, volume 34, supplement 4s442-s443, abstract only. Doi.org/10.1016/j.hlc.2025.06.553. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.